Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device battery was low. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2019-07057. Device investigation is completed; please see updated codes in this report.

Event description:
The customer reported the device battery was low. The device was not in use on a patient.